Event description:
Awakend with a red, hot left breast. Sought medical attention. Mammogram and ultrasound showed "snowstorm effect" of silicone across left chest, extending into the left axilla. It was then pt discovered that the implants placed in 1989 were surgitek tear drop gel filled implants. The right implant had ruptured some time ago as the shape of the implant was irregular. The left had ruptured between the mammogram of 2000 and the one in january 2004. Since pt had surgery for non-malignant fibrocystic disease, pt had prior implants with mostly capsule formation, but they had retained the native nipple and areola. Due to the massive amount of silicone pt had also lost some movement of left arm. Pt underwent surgery by a plastic surgeon for debridement of the chest wall muscles and a completion mastectomy.